Event description:
Patient death. On event date the patient was transported to the or. All of the alarms were turned off under alarm limits during transportation by the staff, the monitor was just used for transporting. Upon returning to the ICU the patient was brought back to the original bed 301, the sc7000 was put on the docking station, the hr alarm was automatically rearmed by the ids, the other alarms were not rearmed and remained in the off state. The patients spo2 levels went low, the monitor did not alarm because the spo2 alarm was off and was not reactivated, the pt became brady and the monitor alarmed, the patient was comatose for a week after the incident. Two weeks later the patient was disconnected from the ventilator upon family request and expired due to other complications. Performed final performance test on the monitor unit passed all tests.